Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction and death occurred. In (B)(6) 2013, the patient was admitted due to stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the first right posterolateral artery with 80% stenosis and was 8mm long with a reference vessel diameter of 2.50mm. The lesion was treated with direct stent placement using a 2.50x12mm promus element¿ plus stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient underwent a re-do on the left femoral to above the knee popliteal artery bypass graft surgery. Eight days later, cardiac enzymes were noted to be elevated. Electrocardiogram was not performed. On the same day, the patient died. The primary cause of death was myocardial infarction.